Event description:
Customer reported that the quick bolus/wake button on the pump was difficult to press and often required multiple presses to activate the screen. There was no reported adverse impact to customer's blood glucose level. Technical support instructed the customer on how to apply pressure to the button, confirmed that the pump was difficult to use despite these efforts, and assisted the customer in removing the pump from its case. Subsequently, technical support decided to replace the pump. In the meantime, the customer would continue using the current pump and was guided on how to put it into storage mode before returning it. The customer agreed to return the defective pump using a pre-paid label within ten days.